Event description:
Customer reported that pipetting and dispensing tip number one on the tecan megaflex-ID instrument was visibly splashing during the dispense into the microtiter plate (mtp). Sample was splashing from well number one into well number two. Customer was using the microtiter plates to prepare red blood cell suspensions for blood group typing and antibody screening. The incident was detected when the operator was observing the instrument operation. No death or serious injury was associated with this incident.